Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of and emerge balloon catheter device. The balloon was tightly folded. Microscopic and tactile inspection revealed numerous kinks in the hypotube of the device. The hypotube shaft broke 77 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-may-2016. It was reported that shaft break occurred in a segment that cannot enter the patient's body. The target lesion was located in the coronary artery. A 2.50mmx15mm emerge¿ balloon catheter was selected for dilation; however the catheter broke in half approximately 10mm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.